Manufacturer narrative:
The pump passed the displacement and self tests. No unexpected restarts and no unexpected pump error 23s occurred during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 15 occurred on (B)(6) 2024 at 03:40:26; pump error 23 occurred on (B)(6) 2024 at 03:42:40; pump error 49 occurred on (B)(6) 2024 at 03:40:28. The adapt tool does not list any pump errors that could trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 23s and 49s was not confirmed during testing but that of pump error 15s was confirmed in the pump¿s history file. According to what's stated in the adapt tool, the pump error 15 is due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change no harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.